Event description:
While in use in connection with cystocopy and dilatation, the tip of catheter broke off inside the pt's bladder. Attempts at removing the tip were unsuccessful. The pt will be scheduled for future surgery for removal of the tip and bladder calculi.